Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation during a case. There was no report of patient injury.